Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code fc1004 indicative of short circuit. It was believed that both the right ventricular (rv) lead and the right atrial (ra) lead was dislodged. Which was beleived to be caused by syndrome of twiddler. Upon review, it was noted that the ICD delivered an inappropriate electric shock due to oversensing non-physiologic noise. Additionally, it was noted that the ICD recorded signal artifact monitoring (sam) episodes due to suspected signal artefacts and high out of range pacing impedance measurements were also observed. This resulted in the minute ventilation (mv) feature being automatically disabled. Therapy was programmed off. Device and leads was recommended replaced. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code fc1004 indicative of short circuit. It was believed that both the right ventricular (rv) lead and the right atrial (ra) lead was dislodged. Upon review, it was noted that the ICD delivered an inappropriate electric shock due to oversensing non-physiologic noise. Additionally, it was noted that the ICD recorded signal artifact monitoring (sam) episodes due to suspected signal artefacts and high out of range pacing impedance measurements were also observed. This resulted in the minute ventilation (mv) feature being automatically disabled. Therapy was programmed off. Device and leads was recommended replaced. Currently, this product remains in service and no adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code fc1004 indicative of short circuit. It was believed that both the right ventricular (rv) lead and the right atrial (ra) lead was dislodged. Upon review, it was noted that the ICD delivered an inappropriate electric shock due to oversensing non-physiologic noise. Additionally, it was noted that the ICD recorded signal artifact monitoring (sam) episodes due to suspected signal artefacts and high out of range pacing impedance measurements were also observed. This resulted in the minute ventilation (mv) feature being automatically disabled. Therapy was programmed off. Device and leads was recommended replaced. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code fc1004 indicative of short circuit. It was believed that both the right ventricular (rv) lead and the right atrial (ra) lead was dislodged. Which was beleived to be caused by syndrome of twiddler. Upon review, it was noted that the ICD delivered an inappropriate electric shock due to oversensing non-physiologic noise. Additionally, it was noted that the ICD recorded signal artifact monitoring (sam) episodes due to suspected signal artefacts and high out of range pacing impedance measurements were also observed. This resulted in the minute ventilation (mv) feature being automatically disabled. Therapy was programmed off. Device and leads was recommended replaced. Subsequently, a revision procedure was performed and the ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual examination also noted that the helix mechanism was in a retracted position. Dried blood was noted around the helix. In addition, revealed a twist in the lead body. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Due to the location and morphology of damage to the lead it is likely that external stress applied to the lead body resulted in the dislodged. Past experience suggests patient manipulation of the lead through the skin (i.e., twiddler's syndrome) is a contributing factor to damage of this type. Explant performed.